Event description:
It was reported that on (B)(6) 2018, during an open reduction internal fixation of a distal radius, the handle with quick coupling broke into multiple pieces during insertion of a variable angle (va) locking screw. Pieces were collected and will be sent back for inspection. There was a slight delay in the procedure while alternate screwdriver handle was being made available. The patient outcome is unknown. Concomitant devices reported: unknown va locking screw (part #04.210.1xx, lot #unknown, quality #1), t8 stardrive driver shaft (part #314.467, lot #unknown, quality #1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the quick coupling handle was received with a roughly transverse break through the phenolic handle component. The break is located at the cross pin, which connects the handle to the quick connect mechanism, and has resulted in the proximal portion of the handle being fully separated in four pieces. The balance of the device shows surface wear consistent with use and which would not impact the functionality. The received condition does agree with the complaint description for broken and is confirmed. The cause of the issue could not be determined to be use error, misuse/abuse, noncompliance, postoperative trauma. Dimensional inspection: drawing 311_43 rev k & es0003 rev e. Dimensional inspection was not able to be performed on broken fragments as it was visually conformed. However, a dimensional analysis was performed on the dowel pin to give a rough estimate on when the device was made. Dowel pin ø: 2 +0.008/+0.002 mm. Measured dimensions: ø: 2.007 mm; conforming to rev m. Based on the measurement the instrument and material handle the device was made to revision k or earlier (dco date: 09jan08). Device used: om800. Document/specification review: the relevant drawing(s) was reviewed; please note material changed for the handle form phenolic le grade to radel r 5000 series blue (ppsu) due to synthes moving away from phenlic due to source of supply issues and inherent mechanical properties to the more readily available and stable material radel. A device history review, could not be performed as the lot number is unknown. Material/hardness review:a material review, could not be performed as the lot number is unknown. Investigation conclusion: a definitive root cause for the given complaint condition could not be determined from the provided information. However, it is likely that any unintended excessive forces during usage such as providing torque with improper alignment could have contributed to complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during on an unknown date in an unknown procedure, the handle with quick coupling, small broke into multiple pieces during screw insertion. Pieces were collected and will be sent back for inspection. There was a slight delay in the procedure while alternate screwdriver handle was being made available. The patient outcome is unknown. Concomitant devices reported: unknown screw (part #unknown, lot #unknown, quality #1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).